Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2019 as no specific event date was reported. Lot #, manufacture date: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal partially covered stent was implanted to seal a perforation in the distal esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. According to the complainant, on an unknown date, the stent migrated distally and was confirmed during an imaging study. Reportedly, on (B)(6) 2019 the migrated stent was removed endoscopically and was replaced with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Note: according to the complainant, the wallflex esophageal partially covered stent was placed to seal a perforation. However, per wallflex esophageal partially covered stent system directions for use, the stent is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.